Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the dso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. H4 unknown, a1 updated.

Event description:
It was reported that a patient dropped a pump while at the emergency room and now that pump alarms periodically. Once the alarm is cleared, the pump infuses without issue. The patient reports going to the hospital due to severe migraine with headache, nausea, and heart palpitations. The patient was not admitted to the hospital. The patient believes the symptoms were due to missing a midday dose of sildenafil. The patient took the next sildenafil dose the next evening and the migraine presented later that night. The patient has not been taking sildenafil since the migraine occurred. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. The reported product fault did occur while in use with the patient. The patient had a backup device and was able to successfully continue the life sustaining infusion. The product issue did not cause or contribute to patient or clinical injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. (Catalog number, serial number, UDI number) and are unknown. No information has been provided to date.